Manufacturer narrative:
Product event summary # product ID# 693558. A proximal portion was received measuring 6 cm. Analysis was performed and no anomalies were found, visual summary analysis of the lead was performed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 5568-45 implanted: (B)(6) 2005.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An implantable cardioverter defibrillator (ICD) system was returned from the (B)(6) medical examiner. It was reported that the patient was deceased and died due to staphylococcus aureus septicemia following implantation of the ICD. The ICD was implanted approximately a month prior to the death.